Event description:
Boston scientific received information that the right atrial (ra) lead exhibited increased threshold measurements due to dislodgement. A revision was performed where the physician opted to implant an active fixation lead and explant this passive fixation lead. It was noted that the lead was discarded by the hospital staff after the procedure and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.